Event description:
This case was reported by a consumer and described the occurrence of arm weakness in a male patient who received gsk denture adhesive (formulation unknown) (super poligrip) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the patient start gsk denture adhesive (formulation unknown). At an unknown time after starting gsk denture adhesive (formulation unknown), the patient experienced arm weakness, lower extremity weakness and gastric disorder. The patient was hospitalised. At the time of reporting, the outcome of the events was unknown. Consumer reported that he was using super poligrip and had stomach problems in (B)(6) 2011. He stated that he lost the strength in his arms and legs and was admitted to the hospital for 1 week on (B)(6) 2011. No further information was provided.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).